Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ping meter was difficult display was too difficult to read even with the backlight and with the adjustment of the contrast feature -box where she enters carbohydrate information is too small and therefore she sometimes enters too much carbohydrates and sometime too little. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on an unknown date/time. The patient reportedly manages her diabetes with insulin through pump therapy and she reported that she increased her food/drink consumption in response to the alleged issue on an unknown date. The patient alleged that on an unknown date/time, she developed symptoms of low sugars; dizziness, sweating and confusion¿ within 1 hour after eating and immediately self treated by administering a glucagon shot. She also reported she developed high blood sugar symptom of ¿dry mouth¿ on an unknown date/time due to the alleged issue but denied receiving medical intervention. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (03/24/2014). The patient¿s meter has been returned and evaluated by lifescan product analysis on 3/11/2014 and 3/13/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed on 08/27/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.